Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had history anomaly. The customer's blood glucose level was unknown at the time of the incident. It was reported that the in the insulin pump's history, there were 21 filling cannula but the data resulting drain was 31. It was also reported that doses of insulin delivered were greater than the amount of the reservoir from 1.8ml. The insulin pump will not be returned for analysis.